Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer tested and received the following blood glucose results on her nano meter within 10 minutes: 197 mg/dl, 97 mg/dl. No adverse events reported. Replacing and returning meter and test strips. Lot not provided.